Manufacturer narrative:
The issue is being investigated by teh manufacturing site.

Event description:
Manufacturer's reference number 265353.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, paint chipping occurred on fork of the device. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The investigation into the issue by subject matter experts at the manufacturer points out that the product complies with iec 60601-1, 606010241, the relevant paint definition pfc066 and disinfection products compatibility test. Taking under consideration all collected information the problem may have several root causes, such as improper roughening surface or incorrect operation handling before painting (such as a low quality degreasing of the part). The product powerled user manual IFU 01581 en ed. 08 page 38 includes an information to daily check the device for chipped paint and all the recommended and prohibited products for cleaning are listed. We believe that remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: 265353.

Manufacturer narrative:
Corrected data: the purpose of this submission is solely to provide a correction of manufacturing date of the device included in manufacture date section. This is based on the result of an internal review noting the report was incorrectly submitted stating another manufacturing date. Previous manufacture date: 07/10/2017. Corrected manufacture date: 09/10/2015.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the paint is chipping from lamp body. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination.